Event description:
Customer reported the water bubbled up from the column and into the circuit. The column was changed. No patient harm reported.

Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. The complaint alleged water from the column entered into the circuit. A comfort flo circuit was used on the end of the heating column for this test. The neptune was set to 37 c and the returned column was placed in the system and connected to a full/new concha water bottle. Due to the lack of flow rate information, a range of worst-case flow rates were used to attempt replication. Flow was gradually increased by 10lpm from 30lpm until achieving 60lpm. After waiting at least 5 minutes at each flow rate, no bubbling was observed. In case ports were switched on the canister, the same test was ran on the circuit with the pressure valve and the corrugated circuit connections switched. This additional test led to no bubbling/spilling into the circuit either. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint could not be confirmed. Bubbling/splashing out of the column did not occur when the 2410 comfort flo was tested.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the water bubbled up from the column and into the circuit. The column was changed. No patient harm reported.